Manufacturer narrative:
The insulin pump passed the self test and the reset error test. No error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a13, a17 and a21. Customer's blood glucose was 134 mg/dl. The customer stated the alarm did not clear with escape and act. The customer was advised to remove battery for five minutes, the reinsert it. The customer stated that display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.